Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mildly tortuous and non-calcified mid right coronary artery (rca). The reference vessel diameter was 3.5mm. The target lesion was predilated with a 2.5 x 20mm non-bsc balloon. During advancement without resistance, the 3.5x20mm promus element monorail stent dislodged from the stent delivery system in the proximal rca. As the stent was still on the guide wire, the physician was able to catch the stent and deploy it in the proximal rca. Another 3.5 x 20mm stent was deployed in the intended mid rca. No further patient complications were reported, and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mildly tortuous and non-calcified mid right coronary artery (rca). The reference vessel diameter was 3.5mm. The target lesion was predilated with a 2.5 x 20mm non-bsc balloon. During advancement without resistance, the 3.5x20mm promus element monorail stent dislodged from the stent delivery system in the proximal rca. As the stent was still on the guide wire, the physician was able to catch the stent and deploy it in the proximal rca. Another 3.5 x 20mm stent was deployed in the intended mid rca. No further patient complications were reported, and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: although originally reported as being returned the device has not been returned, therefore a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).